Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer reported the highest blood glucose (bg) level was in the 480's (mg/dl) with large ketones. To address bg level, the customer delivered insulin pen injections. Several hours later, the contact called to inquire if the pump had ran out of insulin. Review of the pump history showed multiple low insulin alerts and a empty cartridge alarm. At the time of the call, the customer's bg level was 230 mg/dl. Additionally, during another follow up, the nurse practitioner (np) reported that after verification via diasend showed that the customer has a basal rate of 0 unit/hour and the history showed that the customer has received multiple low insulin and empty cartridge alarms. Reportedly, there was several instances where the customer suspended insulin delivery for multiple hours at a time. Review of the pump data logbook by tandem technical support showed that the customer received an accurate low insulin alert at 15 units, a very low insulin alert, and an empty cartridge alarm. Additionally, pump data showed that insulin delivery had been stopped for about 30 minutes. It was confirmed that the customer will continue using the pump until the replacement pump arrives.